Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to pt's esophagus. The capsule fell off into the pt's stomach. No serious injury to the pt was reported.